Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Hcp said the patient is wanting to meet a local manufacture representative (rep) because the patient has air in their urine and reoc curring urinary tract infections (uti). No device issue and no further patient complications have been reported as a result of this event.